Event description:
The patient contacted animas on (B)(6) 2011, reporting that the pump had multiple loss of prime warnings. During troubleshooting the load step failed to detect the cartridge and pushed out all of the insulin. This report is made based on the indication that the pump load step dispensed insulin.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall number: 2531779-03/24/2010-003-r.